Event description:
A person with diabetes reported experiencing an error code issue. Customer¿s blood glucose (bg) level was 640 mg/dl. Elevated bg was addressed by multiple daily injection (mdi). Cts provided pump reset information cts to f/u with customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.